Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used (a female patient; weight unknown). According to the complainant, only 4 out of 7 bands were successfully deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot.